Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Hospital reported incident to aquilant. Report stated "product was in use on a patient and would not defrost correctly". Additional details -"cryo-tip would not defrost on patient, had to wait until room temperature defrosted cryo-tip, freeze button sticks and doesn't shut off correctly, allowing continued gas flow to cryo-tip". (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned. X-review DHR. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/31/2017 under wo #(B)(4) and shipped on 1/2/2019. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was not returned as of 9/18/2020. Visual evaluation: visual examination of the complaint unit was not possible as no unit was returned as of 9/18/2020. Functional evaluation: the complaint unit's functional evaluation was not possible as no unit was returned as of 9/18/2020. Root cause: a root cause is not available for this complaint unit as it was not returned. Correction and/or corrective action: none. Reason: no further training required at this time. No corrective action applicable at this time. Due to the extended period of time with no signs of a return this complaint will be closed out. Should the unit be returned at a later time this complaint will be updated accordingly. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Hospital reported incident to (B)(6). Report stated "product was in use on a patient and would not defrost correctly". Additional details -"cryo-tip would not defrost on patient, had to wait until room temperature defrosted cryo-tip, freeze button sticks and doesn't shut off correctly, allowing continued gas flow to cryo-tip". 1216677-2020-00144, ll100 with pinned yoke 900019-70, (B)(4).